Manufacturer narrative:
Device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set soft cannula bent events between (B)(6) 2024. Insertion site was at thigh and abdomen. Event occurred within three hours of insertion. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.